Event description:
Pt reported that about three months ago their device's piston rod seemed to move very slowly during prime, and that the piston rod stopped or hardly moved at other times. No error messages were generated by the device. Pt also alleged that device did not deliver some programmed bolus and basal deliveries, and they experienced high blood glucose (200-300 mg/dl). Pt switched to back-up pump. No treatment was received.